Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis and elevated blood glucose levels reaching over 1,000 mg/dl. Customer was treated with an insulin drip.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.